Event description:
During needle local procedures using the homer mammalok gold biopsy needle, images may become "black" (void of image data) when the needle is placed in the breast. This anomaly required the technologist to reposition the pt and acquire another image. On at least one occasion, this incident required the technologist to remove the biopsy needle and reinsert it in the pt. A similar incident involving the homer mammalok gold biopsy needle has been reported on november 7, 2008 under MDR# 2240869-2008-0025.

Manufacturer narrative:
Result code: needle biopsy guide. At the time of this incident, it was determined not to be a reportable event as we were unaware of any harm to the pt. Upon investigation, it was discovered that the site had, on at least one occasion, removed a biopsy needle and reinserted it in the pt. Upon becoming aware of this info, it was determined to be a reportable event. In addition to MDR# 2240869-2008-0026, siemens healthcare has also submitted an MDR for the first site we became aware of under MDR# 2240869-2008-0025. Siemens healthcare has notified the manufacturer of the mammalok gold biopsy needle of this incident via certified mail as well as a copy of both MDR reports. (B) (4).